Event description:
It was reported that the customer had been having unexplained high blood glucose reading for a couple of days. At the time of the call the customer's blood glucose was 24 mmol/l, which was treated with the insulin pump, with no effect. When treating with a manual injection of insulin from the same insulin vial, it helped. During troubleshooting insulin did not exit the tubing and the insulin pump alarmed no delivery. In the alarm history there was a button error alarm. The insertion site was the buttocks; the customer rotated the site. The infusion set was changed three times during the day of the report and there had been a small amount of blood with one of the infusion sets. All of the infusion sets were from the same lot. It was reported that the reservoir display had a scratch. The device was not damaged, but the customer's father stated that the customer had been jumping on the trampling a day prior to the call. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened and used reservoir. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. Reservoir passed per inspection. No leakage anomaly was observed during analysis. Checked o-rings and stopper groove for defects and none were found.